Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the mid left anterior descending artery (lad). The 2.50 x 8mm taxus liberte stent was advanced to the lad, but was unable to cross the lesion. When the device was removed from the pt, it was noted that the stent was flared. The procedure was successfully completed with a non bsc stent with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
(B)(6). As the unit has not been returned, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).